Event description:
Caller reported a cartridge alarm 20 occurring during the load process. There was no adverse impact to the customer's blood glucose level. The issue persisted despite assistance in loading a new cartridge, leading technical support to decide on replacing the pump. The caller was advised to switch to an alternate insulin delivery method using multiple daily injections until receiving the new pump. Instructions were provided for returning the faulty pump, and a replacement was sent without requiring a delivery signature.